Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the stations were running very slowly and became frozen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was slow and was frozen. A technical support specialist (tss) logged into station and applied knowledge articles "station slowness summaries" and "station shows slow network communications - win10 devices" to resolve the issue. Further the customer confirmed with customer that station was operating as expected. The system functioned as intended after the technical support specialist troubleshot the device.